Manufacturer narrative:
The field service representative found that the washing station nozzles were not properly springing. He cleaned the washing station, which resolved the issue. He performed tests with acceptable results. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative replaced the reagent needle and performed tests. The investigation is ongoing.

Event description:
There was an allegation of questionable test results for 4 patient samples on a cobas c 503 analytical unit. The affected assays are glucose, albumin, urea, and creatinine. Sample 1: the initial glucose result was 6.7 mg/dl, and the repeated result was 80 mg/dl. Sample 2: the initial albumin result was 0.70 g/dl, and the repeated result was 3.70 g/dl. Sample 3: the initial urea result was 2.19. The sample was repeated on another module, and the result was 30.7. Sample 4: the initial creatinine result was <0.11. The sample was repeated on another module, and the result was 1.14. If the unit of measure is not listed, it was not provided.